Event description:
It was reported that the pod adhesive detached from the infusion site, causing the cannula the cannula to dislodge from the back after approximately 36-48 hours of wear. At the time of the event, the patient¿s blood glucose levels were reported to be between 70 and 120 mg/dl. It was further reported that the patient experienced a seizure during the event. No information was provided regarding whether medical intervention or treatment was required for the seizure. The patient stated that a new pod was applied following the detachment and noted that they use skin grip, skin glue, and pod pals to support pod adhesion. No additional details were provided.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determine the root cause of the reported dislodged cannula, or to confirm if it contributed to the reported seizure. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.s938usqs7bylr. Hardware: sm-s938u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Manufacturer narrative:
Th physical device was not returned for investigation. Cloud data was reviewed for the period of (B)(6) 2026-(B)(6) 2026, which is the timeframe the pod with serial number (B)(6) was active. Review of the patient history buffer (phb) data found that the system was used exclusively in automated mode. The phb data showed that the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The cloud data showed evidence that all boluses captured in the cloud for this period were from boluses that were actively and successfully delivered, as the total pulses delivered count tracked by the pod incremented correctly based on the total bolus volume after delivery of each bolus. No evidence of issues with insulin delivery were observed in the available cloud data.